Manufacturer narrative:
The insulin pump was received with light moisture damage to keypad traces. The pump was received with operating currents within spec. The pump passed self-test, unexpected error test, rewind, basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump was received with corroded lcd board. No traces of moisture were noted at motor assemblies per visual inspection. The pump was received with cracked case at display window corners. The pump was received with corroded battery tube. The pump was received with minor scratches on lcd window.

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that he went swimming with friends and placed his pump in a protective bag. The customer stated that he got out of the pool and noticed condensation under the screen of his pump. The customer stated that the pump was not dropped. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.